Event description:
When importing the plan with ndc, the stop angle has the extended flag set on the data base, whereas by using eclipse import, the extended flag for the stop angle is not set. The gantry angles in the dicom file go from 179.9 to 180.1 counter clockwise. This must be mapped to 179.9 to 180.1 on the data base (no extended flags set). But after import with ndc we have start angle = 179.9 and stop 180.1e (extended!) On the db. When opening the field in eclipse you first see the checkmark set for the extended flag of the stop angle. When you toggle the rotation direction from ccw to cw and back to ccw the extended flag checkmark disappears (so it is corrected by eclipse). The anomaly was identified internally by varian engineering during testing. This did not involve an actual patient treatment.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).